Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph. Bd received one photograph which displayed a view of the catheter tubing and the needle portions of the unit. The needle tip was observed piercing through the tubing wall near the tip. The reported issue was confirmed as the needle through the catheter. The appearance of a thick media within the catheter tubing wall indicates the needle and tubing were intact at the time of insertion. Bd could not determine a root cause. There was no visible physical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 382523 batch no. 8253747. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter tip was sheared. The following information was provided by the initial reporter: sheared catheter tip noticed upon inspection of catheter prior to use. It was discarded before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 382523, batch no. 8253747. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter tip was sheared. The following information was provided by the initial reporter: sheared catheter tip noticed upon inspection of catheter prior to use. It was discarded before use.